Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient the cgm reading was 52 mg/dl. The patient did not experience symptoms, did not take a fingerstick, but was brought to the hospital by her neighbor. When a fingerstick was taken at the hospital the cgm reading was 42 mg/dl, but the patient was unsure about the blood glucose reading. The patient was treated with an unspecified diuretic and was given extra water to drink. After this another fingerstick was taken and the cgm reading was low, and the blood glucose reading was 188 mg/dl. The patient was treated with intravenous fluids. The patient was discharged after 2 hours and the blood glucose reading was 119 mg/dl at that moment. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to patient going to the ER. The reported glucose values fall within the c zone of the parkes error grid after patient was given medications. No additional patient or event information is available.